Event description:
The info provided to sjm indicated a mitral valve was replaced with this 25mm sjm epic valve due to mitral valve stenosis. The pt presented with re-stenosis. The valve was explanted and replaced with as mechanical 25mm sjm masters series valve (model: 25mj-501; sn: (B)(4)). The pt was stable following the event.